Manufacturer narrative:
The reported complaint was confirmed. The srt attempted to calibrate the o2 analyzer multiple times without success. Upon further investigation it was found that the transducer on the o2 side was defective. The srt replaced the transducer. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed to calibrate the oxygen (o2) analyzer. There was no patient involvement.